Manufacturer narrative:
Device evaluation: initial examination of the returned device noted that the stent was partially deployed by approximately 72mm. It was noted that the t-bar connector had detached from the outer sheath. Examination of the t-bar connector noted that there was a fillet of glue present as required and that there was evidence of glue inside. A tactile examination of the device revealed no damage or kinks along its length. There was no issue in the movement of the t-bar connector along the stainless steel shaft. It was possible to retract the outer sheath by hand and deploy the remainder of the stent without any issue noted. Examination of the deployed stent, the stent cup and holder found no anomalies. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. This event has been assigned the most probable root of operational context.

Event description:
It was reported to boston scientific corporation that a wallstent biliary endoprostheses was used during an ercp performed on (B)(6), 2010. According to the complainant, the physician advanced the wallstent into the common bile duct, but was unable to deploy the stent due to the delivery system being "stiff". The nurse pulled the handle to deploy, but there was no movement and the stent would not deploy. The physician removed the stent delivery system from the patient and found that the stent could now be released. The procedure was completed with another wallstent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported 'stable'. This event has been deemed a reportable event based on the investigation results; sheath detached from the t connector/valve body.